Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2011. Revision procedure was performed on an unknown date due to loosening of the femoral component. No further information has been received.

Manufacturer narrative:
No product was returned for evaluation. X-rays and a surgical report were provided for evaluation. These were forwarded to research who commented that the components appeared to well aligned with the mechanical axis of the joint aligning well through the femoral head and the ankle. The sizing looks ok with no medial/lateral overhang. It was also noted that there appears to be a small notch or some over cut on the anterior cut of femur and a loose osteophyte in the posterior aspect of the joint capsule. Due to the component being uncemented it is essential that bone contact is made with the implant so that a good bond can form between the two surfaces. If the initial gap is too large then this becomes too difficult for the bone to bridge and the implant may become loose. A review of the manufacturing history confirms no abnormalities or deviations. A review of the complaint database finds no similar complaints reported for the item/lot combination. Based on the information above it is likely that the over cut at the anterior edge appears to be the main cause for poor bone contact between the implant and the bone, which could have caused the reported loosening.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Explant date - unknown.